Manufacturer narrative:
Upon receipt of device, a new failure mode of tip break has been identified, thus constituting a new awareness date of the date the investigation results were received by stryker. The product was returned and the failure mode was confirmed. The inner sheath was visually inspected for damages, and damage on the distal tip was observed. Unable to perform functional inspection due to the distal tip damage. The probable root causes could be handling during cleaning/processing. In sum, the product was returned and the failure mode was confirmed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The inner sheath was visually inspected for damages, and damage on the distal tip was observed. The probable root causes could be handling during cleaning/processing. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the unit is broken.

Event description:
It was reported that the unit is broken.